Event description:
The customer alleged the bed's mattress was not inflating.

Manufacturer narrative:
The hill-rom technician found the patient pendant wedged in the bed frame. The pendant was cut and metal wiring exposed. This caused a fuse to open and the bed had lost power to the mattress. The patient pendant and fuse was replaced which resolved the issue.